Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 3005168196-2019-02123 MFR report: section b. Box 1. Adverse event and/or product problem. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was retained by the hospital and is not available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac arteries (iia) using ruby coils, pod packing coils (pod pcs), non-penumbra coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted four competitor coils, two ruby coils and one pod packing coil (pod pc) into the target vessel using the lantern. The physician then attempted to advance another pod pc out of its introducer sheath and into the lantern. However, the physician experienced resistance and the pod pc would not advance out of its introducer sheath. Therefore, the pod pc was not used. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.